Manufacturer narrative:
Based on the current information provided, the cause of the patient's intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, multiple stapler 45 instruments only calibrated to 98%. When transecting vascular bundle branch using a white reload, staples were found to be malformed and fell out. Due to the concern of malformed staples, the surgeon completed the surgical procedure using a hand-held laparoscopic stapler instrument. The customer had started out with an anastomosis before having to switch it to a ileostomy due to the staple issue. The customer had to change the original procedure to a ileostomy. The customer had recognition issues previously with other stapler instruments on the same arm of the system. There was no report of a patient injury.